Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 07, 2023.

Manufacturer narrative:
This report is submitted on february 16, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain and poor sound quality. The patient was re-implanted with another cochlear device during the same surgery.